Event description:
Reportedly, when patient's family turned on the ventilator to start ventilation, the ventilator displayed a white screen at stand-by mode. It was also noticed that a normal beep sound, led blinking, automated voice message did not occur at this power-up sequence. After the ventilator was turned off and back on again, the issue was resolved. The patient was already being ambu bagged before this incident occurred and continued to be bagged until she was attached to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional patient information was not provided.